Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that while doing pm testing, checking the output with defib analyzer, the device will charge by will not discharge. There was no reported pt involvement.